Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, she tried to treat herself with a bolus via pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 650 mg/dl and had moderate ketone level which their health care professional assessed as dangerous/life threatening. Moreover, the infusion had been used for a day and a half. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Further, it was reported that the patient had faced bent cannula issue with seven infusion sets within 3 hours of insertion within the last month. Her blood glucose level ranged between 80-200 mg/dl for all the issues. Moreover, the site location was patient's upper buttock and leg region. The site location was impacted due to scar tissue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.